Event description:
Patient was implanted on an unknown date with va lcp plate and screws. During a follow up visit, date unknown, the surgeon noted that the wound had broken down, looked red and the plate was showing. Patient was returned to or on (B)(6) 2013, hardware was removed. Surgeon initially thought there was an infection, however, when he opened the incision there was no infection detected. The surgeon was happy with how the wound looked and performed an I & d procedure. The hardware was not replaced and the surgery went fine. No further information is available from the hospital facility. This is 5 of 5 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.